Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was noted that the lead was tortuous. The physician suspected that tortuosity on the lead would prevent the implant procedure; however, the lead was successfully implanted. The patient was stable post procedure.